Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The lead passed testing, the lead tip and helix appears intact.

Event description:
Boston scientific received information that the patient complained of feeling thumping in chest. The patient stated feeling bad and described an intensive chest pain. The patient went to emergency room to be evaluated. The right ventricular (rv) lead exhibited loss of capture at maximum output. The rv lead dislodged and perforated the patient's heart wall. No effusion noted on echocardiogram. A surgical intervention took place to explant the rv lead and drain the pericardial. Also, intravenous antibiotics were administrated. No additional adverse patient effects were reported.